Event description:
The device was used to administer external pacing to a pt diagnosed in full cardiac arrest. Defibrillation shocks were administered prior to administering pacing therapy. Cardiac drugs were also administered during the event. The device allegedly stopped pacing intermittently and had to be restarted when the therapy cable connector was bumped or the device was moved. The pt was delivered to the hospital and resuscitation efforts were stopped by the emergency room physician. The pt was not resuscitated. The operator did not know if the reported problem may have caused or contributed to the pt's outcome. A clinical review of the reported event by medtronic concluded that the reported malfunction did not likely cause or contribute to the pt's outcome.